Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, half of the self-capture mouth of the 'first pass mini' was missing, the device failed to capture suture after passing it. It is unknown whether the detached fragment was left inside the anatomy or successfully removed from the patient. The procedure was completed with a s+n back up device. A delay greater than 30 min took place and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Our clinical investigation concluded: a clinical review states without the requested information, the reported firstpass mini breakage could not be further assessed. The patient impact beyond the report delay, the reported device breakage and possible retained foreign body could not be definitively determined. If retained micro-motion or movement cannot be predicted and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.